Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that large air bubbles were observed in the tubing. Customer's blood glucose level was 159 mg/dl. Customer performed a supply change to address the issue.